Event description:
Per the info provided to co the physician's office, the device was removed due to "broken tubing secondary to a defective pump." As reported to co the entire device was removed and replaced with another co 2-piece inflatable penile prosthesis.